Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in the tricuspid position. During the procedure, there was a single leaflet device attachment (slda) with the first device implanted. The patient had mitral and tricuspid regurgitation. The initial strategy was considered multi-device. Procedure was complicated due to eustachian ridge causing difficult trajectory and challenging imaging (poor tee windows). The first device was implanted in anterior-septal (a/s) position with 2-8 orientation. A slda was noticed on first device from septal leaflet as soon as it was deployed, despite the appearance of good leaflet capture which was checked more than once. Second device was implanted in anterior-septal (a/s) position with 1-7 clocking orientation. To further stabilize the slda and reduce the residual tricuspid regurgitation, two more devices were attempted to be implanted, however, it was decided to bailout both of them due to risk of future slda and challenging visualization of leaflet insertion. There was no allegation against these two devices. The initial tricuspid regurgitation(tr) grade was torrential, it was decreased to severe after the slda happened and remained severe post-procedure. The patient's final outcome was stable condition. As per medical opinion, the main root cause of the event was the difficult imaging. There was a good grasp of septal leaflet but the imaging was not optimal.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests patient anatomy and imaging related issues have likely contributed to the event. As per information received, the patient eustachian ridge difficulted the trajectory and made the imaging more challenging. Since no edwards defect was identified, corrective or preventative actions are not required